Manufacturer narrative:
Since the actual sample was not available and the lot number is unknown, we do not have enough data to confirm the issue with the product and perform proper investigation. As at degania's end we have established 100% inspection of balloons, and we have no information which volume the balloon was inflated to, we consider this complaint to be not justified. This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number 73/19 was issued to address the observation; one of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019 and submit to FDA retrospective mdrs for the reportable events (with reference to original MDR report # 8030107-2020-00026 filed by degania silicone ltd.)

Event description:
This is retrospective submission, following reassessment of our customer complaints during period 2018-2019. Customer's text: according to the reporter, the device had broken cuff and catheter went out. There was no patient involvement. No additional information available.